Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the header bag arrived unsealed. No patient consequence to report.

Manufacturer narrative:
A sample has not been returned; however, the customer did supply photos of the failure where the header bag was observed to be open along the vendor seal. The the device history record was reviewed and did not reveal any anomalies that may have contributed to this failure. The lot was sealed utilizing the validated parameters. Retain samples were inspected with no compromised seals. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found.